Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency ups switch on the back of the unit was depressed, causing the alarm during boot-up. The switch was turned off. A new switch with a plastic flip cover to prevent accidental switch on was ordered and replaced on the unit. The system is now operating as intended.

Event description:
The customer reported that the 9900 system will not boot without alarming. No pt injury was reported.